Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mbz810-z346h38, and no non-conformances were identified additional information was requested and the following was obtained: could you please confirm how many devices were involved in this issue? 1 device. What is the lot number and product code for each device? Z346. What was the deficiency for each one of them? Extra needle in the sterile packaging. Why was an extra sample was sent? It was also opened and the customer requested it be replaced because they were not comfortable using it. Additional investigation summary: two labeled winding former with a needle-suture combination each and one empty open foil of product code z346, lot mbz810 were received for analysis. During visual inspection of the samples, a extra needle piece stuck in the paper lid of a winding former could be observed. However, it was not possible determine if, the extra needle was inside of the packet. In addition, the extra needle was examined under magnification, the needle appears to be rusty and it was broken. Due to condition of the broken needle, additional evaluation is necessary to determine the assignable cause. A second evaluation was performed. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code z346. A fracture was observed at both ends of the needle. One piece of the needle was received, the mating fracture surfaces were not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed one fracture was mixed mode ant the other was composed of microvoid coalescence. This needle contained a mixed mode and a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The needle fractured due to a mixed mode failure. The needle exhibited amounts of ductile and non-ductile features.

Event description:
It was reported that a patient underwent a unknown procedure on (B)(6) 2020 and suture was used. Prior to the procedure, the staff opened a box of suture and found an extra rusty needle in a sterile package. There was no patient contact and no adverse patient consequences reported. Upon evaluation of the returned device, the needle contained a mixed mode and a ductile fracture. No additional information was provided.